Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm to address the issue or changed the pump supplies to address the issue. During troubleshooting with tandem technical support, the customer successfully cleared the alarm and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.